Event description:
The customer reported that she had recently experienced unexplained high blood glucose levels up to 600 mg/dl. The customer also reported an incident in which she was hospitalized due to diabetic ketoacidosis. The customer reported that she had a blood glucose level of 400 mg/dl, which she bolused for. The customer stated that she began to vomit then lost consciousness. Her brother found her and called paramedics who determined that her blood glucose level was over 1600 mg/dl. Customer was taken to the hospital where she was in a coma for three weeks. Troubleshooting showed that the one of the reservoirs was leaking and the insulin pump did not pass the high pressure test. Customer reported that she did not want to complete troubleshooting as this was a past event. Blood glucose level near the time of the call was 92 mg/dl. Customer reported that she is no longer using the insulin pump, instead manually injects five times per day. Customer will not return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.